Manufacturer narrative:
Images provided for review confirm a broken cable at the distal end. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument lost movement after some structures of the wrist broke. This forceps was the second offered in the same procedure after losing movement for around 5 hours of console, it did not need to be replaced with another forceps. Remaining lives 10/14. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.